Event description:
It was reported that the way the pump was placed in the patient¿s body was causing it to flip. This was happening because of the patient¿s ribs. It was indicated that, on the day of report, they would be moving the pump to a different location in her body. The device system was used to deliver dilaudid. Six days later, it was reported that the patient was getting no pain relief and had pain at the pump site. The pump had been implanted on the patient¿s side, right below the ribs, and there was no report of malposition. It was indicated that the patient had surgery to reposition the pump and was still being titrated by the physician.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, (B)(4).